Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in canada underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, the patient presented with buds around the stoma that lead to an infection at the stoma and inside the abdominal wall. Initially, on an unknown date, the tube was replaced. But when the infection was ongoing, the gi doctor decided to remove the tubing without replacing, and give oral and cutaneous antibiotics.